Event description:
Info received indicates the pump is leaking from the end connector.

Manufacturer narrative:
Pump has not yet been returned and lot number info was not provided. The complaint could not be confirmed. The complaint frequency with the accufuser pumps for "leaks is (B)(4). The investigation is not complete at this time. A follow up report will be submitted when add'l info is available.